Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of pharmacy, the christ hospital health network, cincinnati, ohio. Mckee, s., brebberman, k., egnaczyk, g. F., & weber, k. (2026). Effect of a conservative enoxaparin bridging protocol for heartmate 3 left ventricular assist devices. Asaio journal (american society for artificial internal organs: 1992), 72(2), 145¿151. Https://doi.org/10.1097/mat.0000000000002471. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The article titled ¿effect of a conservative enoxaparin bridging protocol for heartmate 3 left ventricular assist devices¿ authored by mckee et al was reviewed. The retrospective, single-center pre- and post-cohort study assessed whether a more conservative anticoagulation bridging protocol for patients with subtherapeutic international normalized ratio (inr) correlated with a reduction in major bleeding events (mbes) and thrombotic events (tes). It was noted that mbes were defined to include hemorrhagic stroke, and tes were defined to include hemolysis. It was noted that 9 patients had been excluded from the study as they received heart transplants prior to the study. It was also noted that patients were excluded from the study due to a history of heparin-induced thrombocytopenia (5 patients), target inr being less than 2 (7 patients), a history of gastrointestinal (gi) bleed within 6 months before the subtherapeutic inr episode, a history of multiple gi bleeds (19 patients), noncompliance with inr checks within 7 days following a subtherapeutic inr, and dialysis. Inpatient bridging episodes were also excluded. A total of 82 patients were included that experienced a combined 237 subtherapeutic episodes. After the subtherapeutic episodes, composite patient outcomes were compared. There were 8 events of mbe within 7 days or te within 30 days, 16 events of mbe or te within 30 days, 7 events of mbe within 7 days, 15 events of mbe within 30 days, 2 events of te within 30 days, and 36 events of minor bleeding. It was noted that clinical effects could have been delayed after discontinuing anticoagulation bridging due to renal dysfunction causing slower elimination. It was also noted that certain bleeding events, such as gi bleeding, present gradually in left ventricular assist device populations. The two tes from this study were identified in the article as one transient ischemic attack and one stroke. The study found that a conservative bridging protocol may reduce major bleeding events without increasing the rate of thrombotic events. No heartmate 3 lvas devices were returned for evaluation. Device serial numbers were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding, renal dysfunction, stroke, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿effect of a conservative enoxaparin bridging protocol for heartmate 3 left ventricular assist devices¿ identifying that hm3 may be related in events of death, renal failure, heart transplant, gastrointestinal bleeding, major and minor bleeding events, hemorrhagic stroke, hemolysis, and thrombotic event (te) related to subtherapeutic inr values. Hemorrhagic stroke and hemolysis were classified under te. The pre- and post-cohort study aimed to describe whether a more conservative hm3 outpatient enoxaparin bridging protocol correlates with a reduction in major bleeding without the potential cost of increased tes. The study was a single center study of patients with an hm3 device whose anticoagulation regimen was being managed at the christ hospital health network¿s outpatient lvad clinic. The study analyzed a total of 380 patients with an lvad identified with encounters at the outpatient lvad clinic, 194 of which were found to have an hm3 device. Of the 194, 112 were excluded, with 82 remaining. All 82 had been ambulatory patients with hm3 and a target inr greater than or equal to two and a subtherapeutic episode, a total of 237 subtherapeutic episodes were identified during the study period and included in the primary and secondary analyses, with 105 subtherapeutic episodes in the pre-group and 132 subtherapeutic episodes in the post group. There were 8 events of mbe within 7 days or te within 30 days, 16 events of mbe or te within 30 days, 15 major bleeding events within 30 days, 2 thrombotic events within 30 days, and 36 minor bleeding events within 30 days. The pre-group consisted of subtherapeutic inr episodes from january 1, 2022, to november 30, 2022, and the post-group consisted of subtherapeutic inr episodes from january 1, 2023, to november 30, 2023. However, the events reported as part of the excluded group were not reported. The excluded group included patients with a history of heparin-induced thrombocytopenia, a history of gi bleed within 6 months before the subtherapeutic inr episode, a history of multiple gi bleeds, noncompliance with inr checks within 7 days following a subtherapeutic inr, dialysis, and inpatient bridging episodes. Additionally, some patients in the excluded group received heart transplants or passed away prior to the study.